Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent with set screw misalignment of the mas head and set screw threads during construct assembly. Functional evaluation with a sample mas head was unable to fully engage into the head. The above observations are consistent with misalignment of the mas head and set screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgery due to fracture. Intra-op, there was one set screw found slipped( the first thread slipped)and could not be used anymore. The surgeon had to change another product to complete the surgery. The product was not implanted in the patient. Patient is well now.